Event description:
It was reported that, during a tka surgery, the handpiece retracted the bur and started to push it forward before stopping and failing while homing. Everything was assembled correctly and tried several more times without success. The equipment was swapped out and the procedure was resumed. The patient was not harmed. The result of investigation indicate that the drill guide was bent; therefore, this event is reportable to the FDA.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. Visual inspection confirmed damage to the distal end of the drill guide support. When checked with a long attachment, it was found that the drill guide support was bent and preventing the long attachment from passing through easily, thus causing the homing failures. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.